Manufacturer narrative:
This report is for an unknown plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: bosscha, k. And snellen, j.p. (1993), internal fixation of metacarpal and phalangeal fractures with a0 mini fragment screws and plates: a prospective study, injury, vol. 24 (3), pages 166-168 (netherlands). The aim of this prospective study is to evaluate results of treatment of metacarpal and phalangeal fractures with significant displacement, rotation, angulation and/or instability using the ao mini fragment screws and plates. Between november 1987 to june 1991, a total of 43 patients (29 males and 14 females), with 47 metacarpal or phalangeal fractures, were included in the study. Surgery was performed using ao mini fragment screws and plates. The mean age was 34 years (range 15-73 years). The mean follow-up period was 28 months (range 9-49 months). The following complications were reported as follows: 2 patients had a poor recovery of total active flexion; these patients were operated on 6 and 14 days after their injury. 1 patient with a fracture of the fifth metacarpal had a severe loss of grip function despite an excellent recovery of total active flexion. 1 female patient who had a complicated fracture had a poor recovery of total active flexion. Her recovery was complicated by an infection, which was treated with antibiotics. This is report 3 of 4 for (B)(4). This report is for an unknown synthes plate (female patient).